Event description:
It was reported that the stent graft would not deploy. The doctor first completed a pta procedure for a thrombus and then tried to deploy a stent graft into a left a/v access graft. The path was not tortuous and it was without any calcification or bends. After the device was removed from the pt, he was unable to deploy it on the table outside of the pt. The procedure was completed with another device without any difficulty. No injury to the pt reported.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The sample has been returned; however evaluation has not been completed. Based on the info available to date, the results of the investigation are inconclusive and the root cause is unk.